Event description:
It was reported that the dressing was press-fit together with the package.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow up report will be submitted. A return sample for eval is expected.